Manufacturer narrative:
The device has been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged an inaccurate delivery issue and that the patient had a blood glucose level of 535 mg/dl with polyuria and unspecified ketones. The patient required no unusual treatment. Troubleshooting found that the pump was not calculating recommended bolus total correctly. This complaint is being reported as the alleged delivery issue may have contributed to the hyperglycemia.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/20/2017 with the following findings: review of the pump¿s black box indicated no abnormal pump behavior. The pump history indicates the pump was manually suspended on (B)(6) 2017 from 08:53-54 and from 08:54-09:16. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were recorded accurately in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).